Manufacturer narrative:
H6. Investigation summary: a results failure was reported on a bactec 9050 instrument (p/n 445800, s/n (B)(6)). The customer reported a case of false negative, 4 aero standard vials were released as negative, but showed growth. Tests were carried out with anti-rabies vaccines and (intentional) contamination with candida albicans at a concentration of 10 to 100 cfu/ml. Customer indicated to bd remote services that no log files were able to be reviewed, other bottles tested in the same instrument were successful, and the there was no instrument error. The root cause of this failure mode is not known. This is an unconfirmed failure of a bd product. No physical samples were received by quality; however, pictures were received of the bottles alleged to have false negative results. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Review of service history for (B)(6) revealed one previous similar case ((B)(4)) for issues with results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that bd bactec¿ 9050 system false negatives occurred. The following information was provided by the initial reporter: what confirmatory test was performed to determine the false negative result? Not applicable, control samples: (tests performed with anti-rabies vaccines and contamination (intentional) with "candida albicans at a concentration of 10 to 100 cfu/ml.") If so, were any patients treated based on erroneous results? No. If so, did the incorrect treatment cause any harm to the patient(s)? No.

Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone: (B)(6).

Event description:
It was reported that bd bactec¿ 9050 system false negatives occurred. The following information was provided by the initial reporter: what confirmatory test was performed to determine the false negative result? Not applicable, control samples: (tests performed with anti-rabies vaccines and contamination (intentional) with "candida albicans at a concentration of 10 to 100 cfu/ml.") If so, were any patients treated based on erroneous results? No. If so, did the incorrect treatment cause any harm to the patient(s)? No.